Manufacturer narrative:
On (B)(6) 2018, the customer noticed that the task scheduler was off and manually restarted the task scheduler service. The system is performing according to specifications. Siemens is investigating the issue. MDR 2432235-2018-00261 was filed for the same event.

Event description:
The customer reported that the task scheduler on the centralink data management system automatically turned off overnight, causing a delay in reporting patient results. The test orders were received by the centralink data management system and ran on the connected analyzers. The patient results were available on the analyzers. The customer indicated that they noticed that the results, obtained on the analyzers, were not uploaded to the laboratory information system (lis) by the centralink data management system. The customer manually reported the patient results. There are no known reports of patient intervention or adverse health consequences due to the centralink data management system not sending patient results to the lis.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00262 on 20-jun-2018. Update (14-aug-2018): siemens investigated the centralink data management system files to determine the cause of the delay in reporting patient results. Siemens confirmed that the task scheduler turned off due to log file filling up. Siemens was not able to internally recreate the issue and determined that this was an isolated event. There were no reports of reoccurrence of this issue. The instrument is performing according to specifications. No further evaluation of this device is required. Section h6 was updated to reflect the additional information. MDR 2432235-2018-00261_s1 was filed for the same event.